Event description:
Pt was a (B)(6) male with left middle cerebral artery (mca) occlusion. Three passes were made with merci retriever v 2.0 firm for the occlusion. The doctor tried to remove the clot from m1 (one pass) and the clot moved to m2, so he used the same retriever and made 2 more passes to remove the clot from m2. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. A subarachnoid hemorrhage (sah) around left m2 was noticed on a post-operative CT scan. The day after operation, the pt developed hemorrhagic infarction at a different part from where the sah had been confirmed. The pt expired on (B)(6) 2011. A 34.8 mg of tissue plasminogen activator (t-pa) was intravenously administered to the pt during procedure. Medical intervention was not performed during case. Physician believes that the sah had probably been caused by the merci retriever as it occurred around where the device had been deployed. Physician also stated that the sah did not seem to have major effect on the pt's prognosis vitally, though it may have affected functionally.

Manufacturer narrative:
There was not evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device user factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device has not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.